Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels and seizures. The blood glucose reading was 39 mg/dl at the time of the call. The customer's mother stated that the customer frequently had low blood glucose readings, followed by seizures. She also noted that he would sometimes fall and hit his head. She reported that the customer had cystic fibrosis, which sometimes caused extreme high and low blood glucose levels. She stated that his blood glucose levels continued to drop while he was in the hospital. The blood glucose reading at the time of admission was between 200 and 300 ml/dl. Advised the caller to call back when the insulin pump was available to troubleshoot. Nothing further reported.